Manufacturer narrative:
Unique identifier (UDI): (B)(4). - the actual device was returned to the manufacturer for physical evaluation. A visual inspection was performed on the cassette and a crack on the right dome of the hard plastic was found. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. The device history file [DHR] of this product was reviewed and no nonconformance reports or other abnormalities were found. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by dialysis patient's contact that the cycler alarmed for air detected in the cassette during drain 1 of 5. Patient's contact stated that there was a fluid leak on the cycler coming from the cassette door. The fluid was dripping down from the cassette door onto the cycler, then onto the floor. The patient's peritoneal dialysis registered nurse (pdrn) later reported that the patient did not experience any adverse events due to the fluid leak. Prophylactic antibiotics were not prescribed. The patient performed continuous ambulatory peritoneal dialysis in order to complete treatment. Patient was performing continuous cycling peritoneal dialysis after that. The set was made available for evaluation.